Event description:
In 2003, the pt underwent: a cystocopy; lithotripsy & evacuation of bladder calculi; transurethral prostatectomy; and removal of foreign body from the bladder. During the afore mentioned procedure, the plastic tip of the resectoscope was seen floating within the bladder. The resectoscope was removed and the plastic beak had become dislodged from the end of the metal resectoscope sheath. The plastic beak was removed atraumatically.